Manufacturer narrative:
Date of report: 08sep2021.

Event description:
The customer called into technical support (ts) reporting that the device¿s nav-ring is not working. The numbers are jumping when trying to adjust the settings. The customer reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
The customer reported the screen went blank and was unable to shut the unit down. The customer stated v60 during operation screen will gray up and does not have the option to turn off. Nav ring stopped working properly. The customer could not duplicate the screen going gray but noticed he could not turn off the unit using the touchscreen. The remote service engineer (rse) instructed the customer to hit the green checkmark to turn off the vent and then calibrate the touchscreen in service mode. It was done successfully. There was no check vent or vent inoperable codes in the significant log. The field service engineer (fse) went on site and confirmed the reported nav-ring failure. The (fse) replaced the front bezel to resolve the issue. The unit was tested, and it was returned to service.

Manufacturer narrative:
Upon further investigation, the following information was received indicating that the reported issue was found outside of clinical use, there was no patient on the unit. Therefore, this complaint no longer meets reportability requirements.